Event description:
It is reported that the screwdrivers broke.

Manufacturer narrative:
(B) (4): evaluation summary: the screwdrivers could have been stripped due to overloading stripping or fracturing may be predominately due to improper and/of off axis seating of the driver into the hex of the screw, or failure to pre-tap very hard or dense bone prior to insertion of the screws, or a combination of both. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to specification. (B) (4). Total number of events: 1. Reason for exemption: this MDR is being filed late, as this issue was discovered during a retrospective review of complaint files.